Event description:
Clinic notes were received indicating that the vns patient¿s device was tested during an office visit on (B)(6) 2015 and system diagnostic results revealed high impedance (impedance value ¿ 6815 ohms). The patient¿s device was subsequently disabled. The physician attributed the high impedance condition to lead discontinuity which likely resulted from a fall that the patient experienced in (B)(6) 2014; however, it was noted that system diagnostic results showed lead impedance within normal limits at the time. The patient had been experiencing an increase in seizures. It was noted that the device had been very effective in improving the patient¿s seizure control. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Information was received that the revision surgery has occurred. The date of the surgery was (B)(6) 2015.

Event description:
Analysis was completed on the explanted devices. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead confirmed discontinuities in both positive and negative quadfilar coils in the body region of the returned lead portions. Some areas of the breaks had evidence of stress induced fracture with mechanical damage and pitting. Other two areas were identified as being mechanically damaged (smooth surfaces) with pitting prevented identification of the coil fracture type and other coil with residue. Extensive pitting was observed on the coil surface. The returned quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. No other obvious anomalies were noted. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.